Event description:
A report was received that a patient developed a series of weals at the cannula insertion sites after the procedure. No further information can be obtained, as it was not provided by the facility.

Event description:
A report was received that a patient developed a series of weals at the cannula insertion sites after the procedure. No further information can be obtained, as it was not provided by the facility.